Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that the pump had a no disposable pump won't run alarm. Alarm was silenced and settings reviewed. The patient stated that they just left the clinic after being connected. The patient did not feel comfortable removing the cassette to troubleshoot the alarm. Tubing was clamped and the patient was instructed to call their clinic to see if they can return in order to obtain assistance and have the pump restarted. Patient verbalized understanding. Rate was 2.3, reservoir volume 104.7, given amount was 1.3. The event occurred while use with patient at home. There was a patient involved, and no patient harm/adverse event reported.